Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Procode: jds. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, a 11x345mm tna was inserted over a ball tipped reaming rod. The surgeon attempted to remove the guide rod and the ball tip got stuck just inside the distal tip of the nail. After multiple attempts, the nail and guide rod were removed. Upon initial inspection, the distal peek sleeve appears to have been pulled proximal into the nail by the ball tip, the sleeve was twisted and blocking the holes in the nail, and the most distal piece of the sleeve appeared to be broken off. After several attempts to remove the ball tipped guide rod, a second nail was opened and inserted. Original 11x345mm tna was removed and stuck on the 351.706s guide wire. A 10x345mm tna was implanted successfully. There was a surgical delay of 30 minutes. There was no patient consequences. This complaint involves two (2) devices. This report is for one (1) tibial nail-advanced/11 345/sterile. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: product code: 04.043.335s-us; lot number: 892p521; manufacturing site: jabil bettlach; release to warehouse date:18/07/2022; expiry date: 30/06/2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.